Manufacturer narrative:
Concomitant medical products: 6996sq58 lead; 6996sq58 lead implanted (B)(6) 2006; 501da18 mechanical valve; 4968-60 lead implanted (B)(6) 2009; dtba1d1 ICD implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead impedance measurements were fluctuating. It was noted that the lv lead impedance had a gradual rise to elevated measurements and stabilized within range. It was also noted that the lv lead had elevated thresholds measurements. The lead remains in use. No patient complications have been reported as a result of this event.